Event description:
It was reported that following stent deployment, post-dilatation at 14 atm for 10 seconds was performed, but the balloon would not deflate. The patient became symptomatic with elevated s-t segments. Multiple attempts were made to deflate the balloon, including contralateral arterial access in order to burst the balloon with the end of another guide wire. The balloon was able to be withdrawn into the guiding catheter in a partially inflated state, and removed together with the guiding catheter as a unit from the patient. Transient symptoms resolved and patient is reported to be doing well.